Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a stent dislodged prior to device deployment. The target lesion was located in the mesenteric artery. A 7.0 x 20 x 135 cm express ld vascular stent was advanced, but was unable to cross through the lesion. The stent was noticed to have dropped from the balloon and was deployed in the femoral artery. The procedure was completed and no patient complications resulted in relation to this event.

Event description:
It was reported that a stent dislodged prior to device deployment. The target lesion was located in the mesenteric artery. A 7.0 x 20 x 135 cm express ld vascular stent was advanced, but was unable to cross through the lesion. The stent was noticed to have dropped from the balloon and was deployed in the femoral artery. The procedure was completed and no patient complications resulted in relation to this event. It was later reported that a balloon rupture occurred while trying to pass the device through the lesion.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: an examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The stent had been deployed from the device and the deployed stent was not returned for analysis. A microscopic examination identified a longitudinal tear in the balloon material beginning at the proximal edge of the proximal markerband and extending approximately 10mm distally across the balloon material. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no kinks or damage to the shaft of the device. A visual and microscopic examination of the device identified no issues with the markerbands or tip that could have contributed to the complaint incident. No issues were identified during the product analysis.